Manufacturer narrative:
The customer stopped running samples on the e 602 module. The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field service engineer found a leak within the pre-wash station aspiration nozzle connection. He removed and reconnected the pre-wash aspiration nozzle tubing. He performed a reagent prime and a system air purge. The customer performed calibration, qc, and precision testing with acceptable results. He verified the system checks were acceptable. The customer performed a patient comparison study with a different analyzer and had acceptable results. After service, the customer confirmed there were no further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys ft4 ii assay results for five patients tested on a cobas 8000 e 602 module. Prior to patient testing, the customer stated ft4 qc was within the acceptable range. The initial ft4 results were reported outside the laboratory. A doctor questioned the reported ft4 results for patient 1 and patient 2. The customer performed repeat testing with the samples on a different cobas 8000 e 602 module. Patient 1's initial ft4 result was 3.50 ng/dl, and the patient's repeat result was 0.94 ng/dl. Patient 2's initial ft4 result was 3.46 ng/dl, and the patient's repeat result was 1.31 ng/dl. Patient 3's initial ft4 result was 3.28 ng/dl, and the patient's repeat result was 0.97 ng/dl. Patient 4's initial ft4 result was 6.51 ng/dl, and the patient's repeat result was 1.30 ng/dl. Patient 5's initial ft4 result was >7.77 ng/dl, and the patient's repeat result was 1.24 ng/dl. The customer confirmed the repeat results were correct and corrected reports were provided. The ft4 reagent lot number was 53634400 with an expiration date of 31-aug-2022.